Event description:
It was reported that catheter and guidewire entrapment occurred. The 95% stenosed target lesion was in a moderately tortuous and severely calcified left anterior descending artery. A rotapro 1.25mm and rotawire drive were selected for treatment. Rotational speed was set to 200,000 rmp. The decel indicator came on. After ablation, there was resistance encountered during device removal. Dynaglide mode was not functioning at the time of removal. The rotapro 1.25mm and rotawire drive were stuck together. Both devices were removed together. No patient complications occurred as a result of the event.

Event description:
It was reported that catheter and guidewire entrapment occurred. The 95% stenosed target lesion was in a moderately tortuous and severely calcified left anterior descending artery. A rotapro 1.25mm and rotawire drive were selected for treatment. Rotational speed was set to 200,000 rmp. The decel indicator came on. After ablation, there was resistance encountered during device removal. Dynaglide mode was not functioning at the time of removal. The rotapro 1.25mm and rotawire drive were stuck together. Both devices were removed together. No patient complications occurred as a result of the event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The rotapro device used in the procedure was returned with the rotawire device. The rotawire was able to be removed with no resistance or issues. The wire body, proximal end, and spring tip were visually and microscopically examined. Visual inspection revealed that the device did not identify any issues or defects. The returned wire was able to advance and withdraw from the returned device with no resistance or issues. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that catheter and guidewire entrapment occurred. The 95% stenosed target lesion was in a moderately tortuous and severely calcified left anterior descending artery. A rotapro 1.25mm and rotawire drive were selected for treatment. Rotational speed was set to 200,000 rmp. The decel indicator came on. After ablation, there was resistance encountered during device removal. Dynaglide mode was not functioning at the time of removal. The the rotapro 1.25mm and rotawire drive were stuck together. Both devices were removed together. No patient complications occurred as a result of the event.